Event description:
The caller reported a tandem mobi cartridge alarm, and it was confirmed that exposure to a magsafe magnet, such as those in iphones, could trigger this alarm. There was no adverse impact to the customer¿s blood glucose level. In response, technical support decided to send the customer a replacement pump. The customer was informed about the steps to take upon receiving the replacement and was instructed to return the problematic pump to tandem within 10 days using a pre-paid ups label, which the customer understood and acknowledged.